Event description:
As reported in the legal brief, the patient was treated with a trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to a 3mm mesenteric perforation, tilt and stenosis with the ivc filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significate medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Please note that device reported is a trapease vena cava filter and for which the catalog and lot numbers are not currently available. Patient age and medical history were also not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused a 3mm mesenteric perforation, tilt and stenosis with the ivc filter. The implant procedural details, indication for filter placement and medical history have not been provided. There is currently no additional information available for review. The product remains implant and unavailable for analysis, the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Stenosis is an abnormal narrowing of a vessel and does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU) and notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Perforation may impact adjacent organs. Without post implant image reports the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused a 3mm mesenteric perforation, tilt and stenosis with the inferior vena cava (ivc) filter. The patient reported becoming aware of filter tilt approximately eleven years and eight months post implant. The patient also reported mental and physical pain related to the filter. According to the medical record the patient had a history of intracranial hemorrhage post trauma with previous total knee replacement and prolonged bed rest. The filter was implanted as prophylaxis for pulmonary embolism (pe). The filter was implanted via the right femoral vein and the filter was deployed in the infrarenal area of the ivc. The apex is at the superior endplate of l2. There was brisk flow in the final venocavogram through the filter. The patient tolerated the procedure well with no complications. Approximately eleven years and eight months post implant an abdominal computed tomography (CT) scan was done to evaluate the filter. The clinical data listed at the time noted history of greenfield filter placement, multiple leg clots, bilateral leg pain/numbness, kidney disease, multiple myeloma, heart failure, hypertension, stroke, blood clots, dizziness, seizures, memory loss, hearing loss, asthma/hay fever, and appendectomy. The results of the initial review of the scan noted focal stenosis of the ivc at the apex of the filter. The images were submitted for additional review approximately five months after the scan was performed. Results of that review noted a 3 mm mesenteric perforation, filter tilt with apex against the wall, ivc stenosis, and calcified thrombosis of the ivc. The product remains implant and unavailable for analysis, the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Stenosis, an abnormal narrowing of a vessel, blood clots, clotting and occlusive thrombosis within the filter and/or the vasculature do not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU) and notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Perforation may impact adjacent organs. Without post implant image reports the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days of receipt.

Event description:
Additional information received per the medical records indicate that the patient has a history of intracranial hemorrhage post trauma with previous total knee replacement and prolonged bed rest. The filter was implanted as prophylaxis for pulmonary embolism (pe). The filter was implanted via the patient's right femoral vein using fluoroscopic guidance. The filter was deployed in the infrarenal area of the inferior vena cava (ivc). The apex is at the superior endplate of l2. There was brisk flow in the vinal venocavogram through the filter. The patient tolerated the procedure well with no complications. Approximately eleven years and eight months after the index procedure an abdominal computed tomography (CT) scan was done to evaluate the filter. The images revealed: 3 mm mesenteric perforation, filter tilt with apex against the wall, ivc stenosis, calcified thrombosis of the ivc. There was no fracture or filter migration. A second evaluation of the scans revealed the following: focal stenosis at the apex of the filter, benign cortical cysts in both kidneys, small hiatal hernia, colonic diverticulosis without diverticulitis, umbilical hernia containing fat (9 mm in diameter), degenerative disc disease, calcified ascvd (atherosclerotic cardiovascular disease) of the thoracoabdominal aorta and coronary arteries. The medical history contained in these records state that the patient had a history of multiple leg clots (since filter implanted), bilateral leg pain/numbness, kidney disease, multiple myeloma, heart failure, hypertension, stroke, blood clots, dizziness, seizures, memory loss, bilateral hearing loss, asthma/hay fever, appendectomy and diagnosis of unspecified injury of ivc. Additional information received per the patient profile form (ppf) states that the patient experienced filter tilt. The patient became aware of the reported event approximately eleven years and eight months after the index procedure. The patient also experienced mental and physical pain related to the filter.